Manufacturer narrative:
B5: the report of the broken segment of the catheter was successfully removed the following day, was excluded from the previous report in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The broken segment of the catheter was successfully removed the following day.

Manufacturer narrative:
Codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, approximately ~25.5cm of the distal segment of the micro catheter segment was found to be missing. The missing segment of the micro catheter was not returned. The reason for not returning was not provided. Per the initial report: ¿the broken segment of the catheter was successfully removed the following day.¿ the catheter body appeared to be stretched near the broken end; and also kinked from the broken end. Onyx residue was observed at the broken end, within the catheter lumen, inside and around the catheter hub.the marathon micro catheter body exhibited with evidence of catheter stretching near the broken end. In addition, the tubing material at the separated ends exhibited plastic deformation (jagged edges and stretching). No other anomalies were observed. Based on the device analysis and reported information, the marathon micro catheter was confirmed to have separated due to onyx entrapment. The marathon micro catheter was returned without its distal floppy segment. The tubing material at the separated end exhibited plastic deformation (jagged edges and stretching) which indicates that the marathon micro catheter separated as the tensile strength of the tubing material was exceeded. It is likely the marathon micro catheter was pulled beyond the 20.0cm limit noted in the IFU. Possible contributing factors of ¿catheter separation due to onyx entrapment¿ may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time.since the distal floppy segment was not returned; any contribution of the distal floppy segment to the reported issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the marathon catheter was trapped by the onyx reflux during infusion, which resulted in difficult removal and catheter break. The broken segment of the catheter was successfully removed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was moderate.